Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a loss of audio at their philips information center (pic). The device was in use on a patient. There was no report of patient or user harm.